Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer was failed. The field service engineer replaced latch and retractor band to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had failed drawer. The customer reported that this malfunction occurred during the dispensing of medication, resulting in a delay. There were no adverse events or injuries reported based on this event.